Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen. 2 result for five patient samples. Of the data provided for two patient samples, only the following results were discrepant. Patient 1 initial potassium result was 6.63 mmol/l and the repeat result was 3.6 mmol/l. Patient 2 initial sodium result was 149 mmol/l and the repeat result was 139 mmol/l. The erroneous results were not reported outside of the laboratory. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found the sipper was missing the insulator and had incorrect tubing. He replaced the tubing and replaced the sipper. The customer ran qc which recovered on target.